Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan result on the adc device in comparison to unspecified readings on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and was able to self-treat with insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.